Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent could not be deployed. The vascular stent was exchanged over the guide wire for a new vascular stent that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Based on the evaluation results it is confirmed that the stent was partially released when the deployment mechanism broke. However, no irregularity could be found indicating that the stent release force was increased. No indication was found for a manufacturing related issue. Potential factors that could have led to increased release force and subsequent deployment failure have been evaluated. Not performing a balloon pre-dilation may have been a contributing factor to the event reported. However, based on the information available, a definite root cause for the alleged deployment failure could not be identified.